Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "adhesive on the wrapstrap was insufficient to secure the endotracheal tube in position and could potentially lead to an unplanned extubation. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: four samples were returned to the supplier for evaluation. 3 of 4 samples had the release liner removed, the last one was an unused part. The issue was reproduced through visual testing. Since shelf life of the product exceeds the expiry date of the adhesive backed hook, it is indeterminate for the adherence force of the whole batch can be kept. The adhesive is stuck to the hand or stick to the cloth of the strip or other contact contamination, which will reduce the adherence force. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.